Event description:
The pt reportedly experienced a decline in performance. The pt reports sound quality issues. External equipment was exchanged. Programming changes were made. The issue was not resolved. Device revision surgery will be scheduled.